Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found water tightness was lost due to a pinhole in the bending section cover, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the water removal ability did not meet the standard value due to clogging of the nozzle, the image guide protector was chipped, the mouthpiece was loose, the forceps channel was shaved, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the universal cord was wrinkled, the electrical connector had corrosion due to water leakage, and multiple pieces of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the air/water supply occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the nozzle could not be determined however, the investigation confirmed that the customers reprocessing was not implemented according to the IFU, and it is likely that foreign matter stuck inside the air/water nozzle was not sufficiently removed, resulting in the nozzle clog. Olympus will continue to monitor field performance for this device.